Manufacturer narrative:
Case information including facility, surgery date(s), or related patient information was not provided by the initial reporter. Identifying information of the part, such as the part number and lot number of the device was not reported to paragon 28. Devices are not expected to be returned for the manufacturer review/investigation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent a lapidus akin surgical procedure that utilized paragon 28 jaws staple system. The physician reported two instances involving two patients where the implanted straight staple assembly was reported broken. Both staples broke between 2 to 6 weeks post-operatively. The physician expressed dislike of the twist-off inserters and that the twisting motion is hard that it is breaking the cortical wall left for akin. The implantation date and radiographic images was not provided. This is the second report of two for the broken staples.